Event description:
It was reported that an alert was triggered when the high voltage portions of the right ventricular (rv) lead exhibited a gradual increase in impedance. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported by the patient that they received 3 inappropriate shocks from the right ventricular (rv) lead last year. Fol low-up revealed that the patient has been non-compliant and has not been seen since the rv lead revision. No further patient complications have been reported as a result of this event.

Event description:
It was further reported by the patient that they experienced the sensation of lightening bolts running through their feet, legs and hips after the rv lead was reprogrammed. The patient has seen their neurologist, undergone post diagnostic testing and understood it was neuropathy. Follow-up revealed that the patient has been non-compliant and has not been seen since the rv lead revision. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable cardioverter defibrillator (ICD)inappropriately alerted for superior vena cava (svc) coil impedance even though the svc coil portion of the right ventricular (rv) lead had previously been turned off. The rv lead is now exhibiting an increase in rv defibrillation coil impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products defibrillator implanted: 2007-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance trend on the svc (superior vena cava) defibrillation coil was rising.

Manufacturer narrative:
(B)(4).